Manufacturer narrative:
Product event summary: the pscc100 pulseselect catheter with lot 0012854880 was returned and analyzed. No anomalies were identified during external visual inspection of the array, shaft, and handle segments. The printed circuit board assembly (pcba) chip was repr ogrammed for functional testing. The catheter passed performance functional testing with the generator; therapy deliveries were completed with no system errors generated. No performance issues were identified. Verification of the steering mechanism was performed. Deflection testing (rotating steering knob clockwise and counter-clockwise) was performed; the distal catheter tip responded with approximately 170° rotation in both directions. No anomalies were observed. Verification of the sliding mechanism was performed. Despite attempts to soften the guidewire lumen with disinfectant to dilute potential dried blood, the slide control function remained stiff, limiting its full range of motion. Inspection (microscope/x-ray imaging) and testing was performed to verify the integrity of the catheter sub-components. During inspection of the shaft segment, at 13 inches from the tip of the guidewire lumen, entangled electrode wires were observed. In conclusion, the catheter failed the returned product inspection due to tangled electrode wires in the shaft. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
It was reported that during a cardiac ablation procedure using the catheter pscc100 pulseselect, there were catheter steering and de flection issues, difficulty straightening the catheter array, and the slider was difficult to slide. After performing pulmonary vein isolation, difficulty was noted in straightening the array to reinsert it into the sheath. Upon removal of the catheter from the body, the array would not straighten to be captured again. The patient was under general anesthesia and the case was completed without extension of hospitalization or need for intervention. The case was completed with pulsed field ablation. No patient complications have been reported as a result of this event.